Event description:
The user facility reported a tiny yellow piece of plastic from the phaco sleeve appeared in the eye and then was sucked up by the handpiece. There was no patient injury. The plastic piece observed was not able to be kept.

Manufacturer narrative:
The evaluation has been completed. One opened bl3124s pouch from lot x2954 was returned. Visual inspection found the sleeve was dirty with particulates and dried solutions all over. Microscopic examination was performed and found that both port holes were torn through up to the tip. Though no material appeared to be missing. Due to evidence of use, the cause of the torn sleeve was unknown. The reported particle was not returned and due to the dirty, damaged condition in which the particle was returned it is not possible to determine the cause of the reported particle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.